Event description:
Left breast implant - have a sensation such as a hardening and/or thickening. In 2009 bi-lateral mastectomy and reconstruction surgery, follow expansion and fill procedure prep for implants 2010. FDA safety report ID# (B)(4).